Event description:
Cup appeared to be vertical and loose on x-ray, so surgeon extracted cup, liner, and head.

Manufacturer narrative:
An event regarding loosening involving an omnifit psl ha acet shell was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conform to specifications. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Cup appeared to be verticle and loose on x-ray so surgeon extracted cup, liner, and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report.